Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer was in the emergency room for high blood glucose. Blood glucose was 292mg/dl. Customer's wife states that she was successful in turning off the pump. The insulin pump will not be returned for analysis.